Event description:
The customer reported device had a dim display. There was no patient involvement when the issue occurred. No patient or user harm reported. Per the diagnostics performed by the engineer, the customer has a v60 with a dim display. It was reported that the part required for replacement is on hold (# (B)(4)). The customer wanted to know if they could order the liquid crystal display (lcd) 2nd gen kit. The remote service engineer (rse) provided the customer with details regarding the inventory. The customer reported ordering the required part; however, the part was on hold. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Based on the information received, it has been identified that MFR report#: 2031642-2022-01721 is the correct report and is the primary complaint. MFR report#: 2031642-2022-01788 has been identified to be a duplicate and should be nulled.